Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted some adhesions involving the small bowel to the undersurface of the abdominal wall, especially the umbilical region, there is an umbilical hernia sac containing lobes of incarcerated small bowel. Segment of the small bowel was then resected due to slight serosal laceration and thinning from the dissection and also area where an adherent mesh that is fibrotic to prevent further adhesions and obstruction. Around 20-25 cm length of small bowel was resected. It was reported that the patient underwent surgery on (B)(6) 2018 for an ongoing infection. It was reported that the patient experienced severe pain, nausea, inflammation, infection, drainage and loss of appetite. No additional information was provided.